Manufacturer narrative:
Insulin pump had a blank display due to corroded battery tube and battery cap contact. Unable to verify failed battery test or battery out limit due to blank display anomaly. No moisture damage found inside the insulin pump. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer's blood glucose reading was 127 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).